Event description:
The lay user/pt contacted lifescan (lfs) in 2008 and alleged that her one touch ultra meter was reverting to the setup mode. The medical affairs specialist was unable to reach the pt after several attempts via phone. A letter was sent to the address provided. The pt reported that the alleged issue first occurred on ( 2 days prior to the call to lfs) at 9:30 pm. She also mentioned feeling shaky after the reported issue began. However, she reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention. The pt was not tested on any other device. At the time of troubleshooting, it was verified that this was not a new product and that there was no meter trauma. It was discovered that the issue occurred immediately after removing/replacing the battery. The pt was walked through resolving the issue. This complaint is being reported because the pt claimed to have experienced a symptom suggestive of hypoglycemia after the reported issue began. The alleged issue was resolved with troubleshooting. Replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will eval it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.